Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With an undetermined failure issue was confirmed and reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer. No repairs were made in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report an infusor infusion pump that experienced an intermittent alarm. The event occurred during biomedical service upon power-on. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that there was a constant alarm that occurred during infusion, which caused an interruption of delivery. There is no further complaint information available.